Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) high voltage lead, and the left ventricular (lv) lead were explanted due to infection, pocket erosion, purulent discharge/pus and wound dehiscence.  The right atrial (ra) lead was partially explanted and the right ventricular (rv) pace/sense lead was partially explanted and abandoned.  A leadless implantable pulse generator (ipg) was implanted.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5024m lead implanted: (B)(6) 1997; dtpa2q1 crt-d implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.